Event description:
Hospitalized due to high blood sugar (blood glucose increased). Case description: this spontaneous report, received from a consumer in the united states, reported as "hospitalized due to high blood sugar" concerns a female patient treated with novolog flexpen (rapid acting insulin aspart) from (drug first dose unknown, drug use ongoing) and novofine 30 disposable needles for "diabetes mellitus insulin-dependent." The woman went to the emergency room because of high blood glucose levels. Her blood glucose level was 420 mg/dl. She received an insulin drip intravenously in the emergency room and was admitted to the intensive care unit. She was discharged from the hospital the next day. The woman reported that the sample novolog flexpens and sample novofine 30 needles that she received from her physician, did not deliver insulin correctly. When she pressed the flexpen push button, it released too quickly. She administered 4 iu subcutaneously per meal three times a day. She did not perform an air shot prior to every injection, and she sometime reused the needles. She did not recently start any new medications. She did not experience any recent changes in her diet or health status. The overall outcome is reported as "recovered." Reporter's causality: unknown. Novo nordisk causality: reportable.